Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in pacing impedances since implant. The impedances were reported to be 800 ohms at implant and are now around 1,400 ohms. Pacing thresholds and sensing are within normal limits. There has been no oversensing or noise reported. Boston scientific technical services (ts) suggested that this patient continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.